Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation from the tightness of the lifevest. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed a powder for the skin irritation. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient's passing. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.